Manufacturer narrative:
Although requested, product has not been received, and patient demographic details were not provided. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that there was a crack and leak in the spike of the low sorbing tubing near the vent prior to the start of the patient's undiluted etoposide infusion. There was no patient or user harm as a result of the event.

Manufacturer narrative:
The customer report of set cracking at the spike and leaking was confirmed. Photo provided by the customer observed a hair line crack on the drip chamber spike near the vent cap. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that there was a crack and leak in the spike of the low sorbing tubing near the vent prior to the start of the patient's undiluted etoposide infusion. There was no patient or user harm as a result of the event.